Event description:
It was reported that prior to a mastectomy, the tip of the blade broke off. A like device was opened, but the generator was indicating an instrument error. There was no adverse consequence to the patient.

Manufacturer narrative:
H6: broken blade. Evaluation summary: the analysis results found that device a and b were returned with the distal tip of the blades broken off and missing. The remainder parts of the blades were noted to have gouged. The identified blade damages may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Device b: batch #= t91t37, lot# t4xz7d, exp. Date = unk, mfg. Date = unk.